Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid right coronary artery with no tortuosity, mild calcification and 80% stenosis, pre-dilatation was performed with a 2.5x20 mm trek balloon dilatation catheter. A 3.5x15 mm xience prime rx stent delivery system (sds) was advanced to the mid rca with medium resistance felt and the sds was unable to cross the lesion due to the patient anatomy. Upon retraction of the sds no resistance was felt; however, the stent was not mounted on the balloon and was dislodged. The dislodged stent was removed from the patient anatomy inside of the guiding catheter. Another non-abbott stent was used successfully to treat the target lesion and complete the procedure. There was no adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.